Event description:
At about 3 months after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 2102165: 40 items manufactured and released on 08-apr-2021. Expiration date: 2026-mar-23. No anomalies found related to the problem. To date, 26 items of the same lot have been sold with no similar reported case during the period of review. Other component revised: ball heads: mectacer 01.29.215 biolox delta ceramic ball head 12/14 ø 40 size xl +8 (k112115) lot. 2107509: 60 items manufactured and released on 21-sep-2021. Expiration date: 2026-sep-07. No anomalies found related to the problem. To date, 30 items of the same lot have been sold with no similar reported case during the period of review.